Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing noise, jump in pacing impedances that measured greater than 2000 ohms which led to inappropriate shocks to be delivered. The physician suspected cause to have been due to fracture. It was noted that the rv lead is a non-(B)(6) product. A revision procedure was performed, the non-(B)(6) rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).